Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the dimensional analysis of the returned device meets specifications and that critical mating features (morse taper) are within tolerance. Minor scratches and abrasions noted on articulating surface. Light discoloration and fretting was observed on the glenosphere's morse taper. Dents and deep scratches observed on the slotted edges of the glenosphere. As the baseplate was not returned for evaluation the condition of the mating surface is unknown. At this time it is undetermined as to why the patient suffered a glenosphere disassociation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that approximately 4-6 weeks after a right reverse total shoulder arthroplasty, the glenosphere disassociated. A revision surgery was performed on (B)(6) 2015 and the implant was downsized from a 42 cup with 42+4lat glenosphere to a 39 cup with 39 standard glenosphere. The original procedure was a reverse tsa which took place on (B)(6) 2015.